Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 410 mg/dl. Customer reported they did not felt okay to troubleshooting. Customer just went to her doctor before calling. Customer was advised to change entire set, reservoir and insulin and treat per healthcare professional's instructions. The insulin pump will not be returned for analysis.